Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is n ot yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was 135 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.